Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of patient made mistake/ touch contamination and peritonitis a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient made mistake/ touch contamination which caused peritonitis. Treatment was not reported. The patient was recovering from peritonitis and the outcome of patient made mistake/ touch contamination was not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd879171 and gd878215 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.